Manufacturer narrative:
This follow-up is sent to correct information in section b1 and b2. Investigation revealed no direct link between the arjo device and the death, there was no serious outcome of the fall.

Event description:
Investigation revealed no direct link between the arjo device and the death, there was no serious outcome of the fall.

Event description:
It was reported to the arjo representative that there was the incident with the maxi twin passive floor lift and passive clip sling. During the patient transfer the right leg sling clip detached from the lift spreader bar. As a consequence, the resident began to fall, so the caregiver decided to support the patient and safely move her to the ground. The patient sustained bruise and laceration (that injuries were treated with first aid measures, no sutures were required). On 2019-set-18 arjo was informed that patient passed away. No other information were made available. Attempts were made to gather details and confirm the cause of death (was it related to event which occurred). However, up to now no other information were made available.